Manufacturer narrative:
Additional information received 10-aug-2023. - the physician stated that the patient's infection was very minor and was not directly related to the angiodynamics device. - date of explantation: 02-dec-2022 . At this time, availability of the disposable device is unknown; therefore, further attempts will be made to determine device status. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Correction: d.2.a device corrected to 'bioflo vortex port'.

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue. No DHR review was not conducted since there was no reported lot # and ship history report lot review was not performed since item # is unknown. Similarly, no review of sterilization load release records could be performed since lot number is unknown. Labeling review: the directions for use (dfu) that is provided in the reported kit contains the following directions and precautions: : contraindications · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: · do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. · do not forcefully flush the port system with any syringe size. After confirmation of patency by detecting no resistance and the presence of a blood return, use syringes appropriately sized for the medication being injected. Do not transfer the medication to a larger syringe. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure and patient injury may occur. · do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. · a blood return should be present prior to usage of device for any therapy or testing. · do not attempt to measure the patient's blood pressure on the arm in which a peripheral system is located, since catheter occlusion or other damage to the catheter could occur. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions: to avert device damage and/or patient injury during catheter placement: · avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. · use only smooth-edged atraumatic clamps or forceps. · do not use the catheter if there is any evidence of mechanical damage or leaking. · avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen. · carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. · assure tight connection between port body and catheter. · after implantation or any treatment via the port, the system should be flushed with normal saline for injection per institutional protocol. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A post-market clinical follow-up (pmcf) study revealed that a patient experienced an infection during use of a smartport plus power injectable port. It was reported that the infection occurred as a result of using power injection. Ultimately, the device was removed from the patient.

Manufacturer narrative:
At this time, availability of the disposable device is unknown; therefore, further attempts will be made to determine device status. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).